Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 49-year-old female patient underwent breast augmentation revision surgery with a 550cc mentor smooth round moderate plus profile saline breast implant experienced left sided deflation post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On june 14, 2024, mentor received additional information. The patient underwent bilateral removal and replacement with 630cc mentor smooth round high profile saline breast implants on (B)(6) 2024. The complaint device has been discarded.  As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 26-jul-2024, mentor completed the investigation on the suspect medical device. The investigation was completed on a photo of the suspect medical device because the physical device has not been received by mentor. Device evaluation summary: according to the information received, the patient experienced a deflation in the breast implant. Upon visual evaluation of the image provided in the complaint, the implant was observed to be deflated. As the product involved in this complaint was discarded, the device couldn¿t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 13-sep-2024, mentor received additional information about the event: mammogram results indicated bilateral collapse (deflation) of the patient¿s breast prostheses. This medwatch report is for the patient¿s left breast prosthesis. Refer to manufacturer report number 1645337-2024-11447 for the report for the patient¿s right breast prosthesis. Ultrasound results indicated a benign cluster of microcysts on the right breast. Manufacturer¿s reference number: (B)(4).